Event description:
The following information was provided: as per mw5180790 / mw5180790-1 a patient reports the following after having mako surgery: inability to walk, mechanical instability, hip subluxation, retained sutures, tendon trauma, leg length discrepancy, severe pain, MRI-proven abnormalities.